Event description:
It was reported by the sales rep that there was a coronary sinus performation with the use of the proplege coronary sinus catheter, pr9. There was a "large hematoma where the pr9 was placed". "The physician uses a robot so he is able to visualize structures that aren¿t accessible to most mis surgeons. There wasn¿t any adverse impact on patient; the hematoma was contained." The event was reported and occurred on (B)(6) 2013. They chose not to use retrograde cardioplegia. The lot number is unknown. The device was not saved, when asked about the hematoma, it was stated- "it was contained so the surgeon did not manipulate the site because of the risk associated with it. Medical notes on the patient were not provided but the surgeon didn¿t think that there was any underlying pathology to cause this trauma to cs." This is an experienced user of the pr9.

Manufacturer narrative:
Proplege- cs injury. The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the edwards sales representative and the device was not returned for evaluation. Injuries to the coronary sinus is listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. Clinical letter referencing the use of the device and suggestions on how to mitigate the risk will be sent to the customer as a corrective action is to be performed due to this event. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.